Manufacturer narrative:
The investigation of the returned expiratory channel printed circuit (pc) board has been completed. This board contains electronics which include microprocessor for control of the safety valve functions in the inspiratory section of the ventilator. The pc-board was installed in a reference system for simulated use testing. The pre-use check failed the internal leakage, pressure transducer, safety valve and expiratory flow sub-tests since the safety valve was open, when it was expected to be closed. The received device logs did not cover the event, since the log files had been deleted during a software upgrade. The conclusion of the investigation is that the issue occurred, due to a short circuit in a capacitor that is part of the electronics for safety valve function.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed the safety valve sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).